Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6), stating that pieces of dilator apparently fell into the stomach of the patient during the removal of the device. Additional information received on 18-jan-2016 stated doctor said that it was a manipulation error. The health care professional removed the piece of the dilator from the patients' stomach. The was no reported injury to the patient.

Manufacturer narrative:
The device history record for m5250t620 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).